Manufacturer narrative:
Asp investigation summary: the investigation included a review of the instructions for use, the complaint history trending, a batch record review, the failure mode effects analysis and the system hazard use misuse analysis. Review of instructions for use indicates that exposure to disopa may elicit an allergic reaction. Complaint history trending for disopa solution for the problem of hr-other is not considered a significant trend. Batch record review of disopa solution was not possible since the lot number was unknown. (B)(4). The instructions for use state that disopa should not be utilized to process instrumentation for patients with known sensitivity to disopa solution or any of its components. Before immersion in disopa, thoroughly clean devices with water or enzyme detergent and rough dry.

Manufacturer narrative:
Chronology of treatment: (B)(6) 2010 - gastroscopy. Patient symptoms: 37.2 degree fever went to hospital for symptoms. Treatment: minclea, fluid replacement and herbal medicine for chills (hochu-ekki-to). Symptoms improved and patient went home. (B)(6) 2011 - patient hospitalized for symptoms: stomach discomfort and feeling that 'something was stuck in her throat'. Treatment: herbal medicine 'hangekoboku-to'. (B)(6) 2011 - gastroscopy. Patient symptoms: vomiting and diarrhea for 6 hours, loss of appetite and fever of 38.6 degree. Treatment: fluid replacement. (B)(6) 2011 - patient symptoms: improved. (B)(6) 2011 - patient discharged from hospital.

Event description:
In 2003 and 2004 a patient experienced diarrhea and bloody stool after taking "cravit." The patient experienced symptoms of queasy, vomiting, diarrhea and fever. Her primary disease was hyperlipidaemia and hypertension. The patient also has a history of chronic gastritis and reflux oesophagitis and has been treated since her first episode (B)(6) 2006. The patient experienced symptoms of fever and chills, vomiting, loss of appetite, stomach discomfort and a feeling of "something stuck in her throat" after screening gastroscopy. The symptoms were experienced repeatedly. The patient was admitted to the hospital for treatment multiple times. The physician commented as follows "the facility changed some process, for example, stopping using "padrin injection" and "gascon" for the previous treatment of her gastroscopy, but similar symptoms were experienced repeatedly. From this situation, the causality between disopa and this event is undeniable." The fiberscopes are disinfected using the automatic endoscope reprocessor (endoclens, manufacturer: (B)(4) and disopa. Chronology of treatment: (year-month-day): (B)(6) 2006 - gastroscopy and vaccination for influenza. Patient symptoms: vomiting and deterioration of health. Treatment: padrin injection gaszyme and xylocaine viscous used for previous treatment of anesthesia of procedure. (B)(6) 2006 - patient admitted to hospital. Treatment: fluid replacement. (B)(6) 2006 - patient symptom: elevated blood pressure. Treatment: fluid replacement. (B)(6) 2006 - patient treatment: fluid replacement. (B)(6) 2006 - patient discharged from hospital. (B)(6) 2007 - gastroscopy. Patient symptoms unknown. Treatment unknown. (B)(6) 2009 - gastroscopy. Patient symptoms: vomiting at home. Treatment: padrin injection and xylocaine pump spray used for anesthesia. (B)(6) 2009 - patient symptoms improved.